Manufacturer narrative:
(B)(4). Batch # n56857. Month and day unknown. Only year (2017) is known. Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload loaded on the device. The reload was fully fired. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, when the "knife was not advancing", did the device lock-out (meaning no staple line or cut line delivered)? Or did the devices begin to deliver staples but no cut line was delivered? Or did the devices deliver a staple line with no cut line at all? Lock out (no stapler lines and cut line).

Event description:
It was reported that during an unknown procedure, the knife was not advancing. There were no patient consequences reported.